Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the helix of the right ventricular (rv) lead would not extend intra-operatively after multiple clockwise and counterclockwise turns. The lead was removed from the patient and visually inspected. After additional turns the helix "jumped out" with an audible "popping" noise. The physician noted that the helix seemed to be obstructed. An alternative lead was placed. No patient complications have been reported as a result of this event.